Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed for no delivery throughout the night and that the blood glucose ran high. The blood glucose reading was 21 mmol/l. The customer was treated with manual injection. The alarm did not occur during the manual prime.